Manufacturer narrative:
The device was evaluated, and the customer's allegations was confirmed. During the examination the image does not transfer. In addition, the following non-reportable malfunctions were found during device evaluation, cable part cable twist, connector part electrical contact discoloration, head scope mount bending optical axis deviation, head part switch does not work, heavy head switch operation, and imaging cable in the head part was flooded. The investigation on is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the hd autoclavable camera head had no video. There was no patient harm associated with the event reported to olympus.